Event description:
This report is for a bard safety flow urine meter tray. The catheter was not patent, it stopped draining the bladder of urine. The catheter was clogged and the patient's bladder was very distended. The catheter was removed and replaced. Also, this is third incident I have heard of myself in the last couple of weeks.